Event description:
It was reported that during a pti treatment procedure, the maverick2 monorail 20x3.0 mm balloon deflated slowly after the third inflation to eight atms. The first two inflations were also to eight atms, after which the balloon deflated normally. The pt was asymptomatic during this event. The lesion being treated was in the mid left anterior descending coronary artery. The maverick2 monorial balloon took approximately 20 seconds to deflate after the third inflation, and was fully deflated when removed from the pt. Another balloon was used and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.